Event description:
The field service rep was notified by an oec clinical applications about the following problems he found while testing this system for image quality concerns: pulse selector button was sticking, patient names not reversing in image directory, kvp ma button not operating properly, collimator buttons not working properly, burned in box on left monitor. No pt involved.

Manufacturer narrative:
The unit was found to be working as intended.